Manufacturer narrative:
Approximate age of device- 6 months, and 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It as reported that the patient presented to the hospital on (B)(6) 2018 with melena for 5 days in the setting of reintroduction of aspirin (asa) d/t recent transischemic attack (tia). Warfarin was administered to the patient for 2 days with slight resolution of melena; however, there is concern about another tia or pump thrombosis. Therefore, the patient was started on warfarin anticoagulation. The patient was asymptomatic on admission, but had intermittent dizziness at home. The patient's hemoglobin was greater than 9 g/dl at (B)(4). The patient had continued melenic stools and denied hematuria, hematemesis, bright red blood per rectum (brbpr). A gastroenterologist was consulted and the patient underwent an enteroscopy on (B)(6) 2018, which was aborted due to a large amount of food present. The enteroscopy was repeated on (B)(6) 2018 and showed a normal esophagus, small hiatal hernia and small erosion in the second portion of the duodenum. There was no finding to explain the cause of the patient's gastrointestinal bleeding. On the communicated date, the patient was held off from asa and warfarin due to transplant status. The administered heparin was monitored the patient continued IV octreotide, oral bid ppi and IV iron (12 doses).

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not conclusively be established through this evaluation. Peripheral thromboembolic events, bleeding and stroke are listed in the instructions for use as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.